Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on mar 4, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.

Event description:
On 29-jan-2026, during servicing by baxter, technical service identified that vc non-air rental frame (product code p3200krent06, serial number (B)(6)), had brakes not holding. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.